Manufacturer narrative:
The insulin pump had no unexpected motor error alarms noted. The insulin pump passed the displacement test, rewind test and basic occlusion test. It was noted that there was motor oil leaking. The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty fsr (gold). The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported that the insulin pump alarmed motor error. The blood glucose reading was 150 mg/dl.